Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call.

Event description:
The customer reported that the 9600 system had a x-ray priming error at boot up. No patient injury was reported.